Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012143353); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012140130); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's calcified anatomy and bicuspid aortic valve. After the valve was implanted, the patient had a coronary occlusion. A coronary artery bypass graft (CABG) was performed. The valve was repositioned using a snare, and a second valve was implanted. The patient required prolonged hospitalization. Per the physician, the device and procedure as well as the patient's anatomy contributed to the event. No procedural delay occurred. No additional adverse patient effects were reported.